Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic cystourethroscopy procedure using the subject device and olympus cysto-nephro videoscope cyf-v, physician found small black fragments in the bladder of the patient. The user facility reportedly retrieved the small black fragments and completed the intended procedure. It was also reported that the user facility discovered after the procedure that the subject device was damaged and the fragments came from the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".